Event description:
Operative procedure: left inguinal hernia and ventral incisional hernia. According to the reporter: plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury and permanent and substantial physical deformity and has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).